Event description:
The physician was attempting to implant a 3.0mm diameter x 24mm length endeavor sprint otw drug-eluting stent to the prox lad. The stent could not cross the lesion and on removal the stent struts were damaged. Another stent was used to treat the lesion successfully. The lesion was highly calcified with 70% stenosis. The device was not inspected prior to use. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: (highly calcified with 70% stenosis). (Device not inspected prior to use). (Failure to deliver stent and stent deformation). Conclusion results: (highly calcified with 70% stenosis).